Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding an inquiry. In speaking with the hp, the operational service rep (osr) was informed that hp received a "check lines and bags" alarm during dwell 6/6 of homechoice treatment. In order to remedy the issue, hp unspiked the heater bag from the heater line of the homechoice set with out clamping off line or pausing treatment. After unspiking the heater bag improperly, hp spiked a new bag onto the already used heater line of the homechoice set. The "osr" instructed hp to end homechoice treatment at that time and finish with manual exchanges. Per hp's nurse, no pt injury or medical intervention was associated with this incident. Nurse will reinstruct pt on proper procedures.